Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after a fall at home. The right ventricular lead was dislodged due to the fall and the patient experienced inappropriate shocks. The fall was unrelated to the device or lead function. The right ventricular lead repositioned successfully. Patient was stable and was discharged home.